Event description:
Meter name: one touch profile, strip name: lifescan, meter code: 8, strip code: 8, strip storage: unknown, symptoms: no sypmtoms. A pt reported they were seen by the physician. Their meter allegedly was inaccurately high. The result on their meter was 349 (no units). The result on the lab was 190 (no units). The time difference between pt's meter and lab was unknown. Treatment was self administered insulin. No further info has been reported.